Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. As part of our routine quality procedures, each batch of devices undergoes comprehensive quality control testing and inspections prior to release for distribution. Gore reviewed the manufacturing records associated with the reported lot number and verified that all release criteria had been met. Imaging findings are currently being reviewed. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2026, an emergency endovascular aneurysm repair (evar) was conducted on a patient with an unusual penetrating aortic ulcer-type lesion, presented with pain. The gore® excluder® conformable aaa endoprosthesis appears to have had an incomplete deployment (not fully open on the proximal part) as the graft was not touching the left artery wall. The physician reconstrained and redeployed the device but imaging of the last angiogram before cannulating the gate still showed no wall apposition. Upon advancing the 12fr sheath, it was noted that the device had migrated northward of ca 20 mm, covering both the renal arteries and the superior mesenteric artery. Attempts were made to pull the whole device down using angioplasty balloons, and the physicians managed to bring it back down, but the device would not stay and remained blocking both the renal and the superior mesenteric arteries. A chimney procedure was performed to restore flow to these vessels, which was successful. The patient subsequently bled from her kidneys leading to death later during the night. The physicians has not reported a cause of death, but all unanimously agree that the patient had some kind of underlying undiagnosed pathology going on.